Event description:
After successfully placing this stent (location of lesion unknown), the stent delivery system (sds) was withdrawn from the vessel with great efforts. After the sds was pulled out, the physician noticed that the blue tip of system had separated from the sds. The tip remains in the patient's popliteal artery (side unknown). The patient is currently stable. There is no additional patient or procedural information available at this time.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.